Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, the iol was flipped. The consumer reported that she has had issues as a result of the event, but vision has improved. Additional information was requested.